Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. When the capsule was incised through posterior approach there was noted to be golden, slightly turbid fluid.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. When the capsule was incised through posterior approach there was noted to be golden, slightly turbid fluid. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified implant date and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.